Event description:
It was reported that the insulin pump had an error alarm. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No excessive no delivery alarm was noted. The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. No unexpected error alarms were noted during testing. However, the insulin pump had multiple error alarms in the history screen due to a corrupted history file. No cosmetic damage was noted.